Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The wearable sensor was inserted into the arm on (B)(6) 2025. On (B)(6) 2025, it was reported by the parent that the pediatric patient experienced inaccurate cgm values. The patient uses tandem tslim in hybrid closed loop and experienced "dawning out." The cgm was reading 154 mg/dl and the blood glucose reading was 54 mg/dl. The parent provided glucose and the patient recovered after treatment. Data was evaluated and the allegation was undetermined. The probable cause could not be determined via data. The reported glucose values fall within the d zone of the parkes error grid. The data investigation did not find blood glucose calibration values to compare to cgm values during the reported sensor session or the calibrations during the reported sensor session were in accurate range per device specifications. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia.